Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced a hyperglycemic episode of a peak blood glucose (bg) of 252 mg/dl after getting a low alert twice of 70 mg/dl bg. The user treated with trail mix and admitted they may have overtreated. The high bg was corrected by staying on the ilet. It was the user's first day after a factory reset. There was no further intervention required.